Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and rec'd a result of 184 mg/dl. The normal control range was 102-142 mg/dl. No adverse events were alleged. The customer used the last of his test strips while troubleshooting, so no product will be returned.